Manufacturer narrative:
Insulin pump had corroded keypad traces noted. No button error alarms noted. Moisture damage noted on lcd board. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near dispaly window corners noted during visual inspection.

Event description:
Customer reported that they fell into the pool with the insulin pump in their pocket. Customer stated that there was a constant tone and button error alarm that they were unable to clear. Customer's blood glucose reading at the time of the call was 87 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.